Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device could not longer be used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device could not longer be used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device could not longer be used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue of the inner tube and wear at a fold in the outer tube. The other cylinder had a hole in the outer tube that was the result of wear and fatigue at a fold. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder leak.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. The device could not longer be used. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.